Event description:
Synthes (B)(4) sales consultant reported: the in-situ bending and twisting handle/straight was being used insitu to bend a low-profile pelvic plate. With intense torque, the tip of the bender broke off the end of the instrument. The surgery was completed with a like instrument. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.